Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that zimmer biomet does not hold reporting responsibility for this device. Reporting responsibility resides with alliance partner. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that zimmer biomet does not hold reporting responsibility for this device. Reporting responsibility resides with alliance partner. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03122.

Event description:
It was reported that the patient underwent a procedure to remove arthritis and gout on the right foot. Two plates were implanted. Patient underwent revision surgery due to corrosion of implant on almost a year later. Attempts have been made and no further information has been provided.